Manufacturer narrative:
The subject device was received and evaluated. A full technical evaluation was completed in accordance with the ome (original manufacturer specification). The camera head was tested and no image was shown when connecting the device to the video processor due to the camera cable without visible damage. Moreover, service noted that during testing, there is no detection of any noise appearing on the display. The ccd sensor was inspected and noted to be free from any apparent defects. Based on device evaluation, the image problem (snowy image) bad quality image customer reported was not confirmed. However, no image was observed . Service noted that the video cable disconnection has probably caused the image problem reported. It was assumed that it could be a customer mishandling issue. The cable needs to be replaced. Review of service history records noted this device (camera head) had been returned for repair in august 2021 requiring the replacement of the cable-unit found damaged. The investigation is ongoing. This report will be supplemented accordingly following investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.¿

Event description:
Customer reported of an issue with a description of snowy image, please check the cable. The issue found during an unknown event. There was no patient harm or injury reported. No user injury reported as a result of the event.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 14-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a defective camera cord when connecting it to the video processor. The specific root cause of the defective camera cord could not be determined at this time. The event can be prevented by following the instructions for use which state: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged.¿ ¿never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged.¿ ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged.¿ ¿do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged.¿ ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged.¿ ¿never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.